Event description:
It was reported that there was t-wave oversensing, low sensing and the threshold has increased on the right ventricular lead. Fluoroscopy indicated that the lead had dislodged. It was determined that the patient had twiddler's syndrome. The lead was revised and is still in use. The patient is enrolled in the pain free smartshock technology (protecta) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.